Event description:
(B(4). Initial information received by dealer henry schein on 29-dec-2017 and was forwarded to septodont on 08-jan-2018. Revised information received on 09-jan-2018 by henry schein and forwarded to septodont on the same day. Additional information provided by manufacturer on 11-jan-2018 regarding the batch number, # f06127ab) and expiration date on mar-2022. A dentist reported that on (b(6) 2017, the entire needle of suspect device henry schein standard needles 30ga short (batch # f06127ab, expiration date: unk) broke from the hub into a male patient's mouth during a filling procedure. The pieces were retrieved and the patient was not harmed. The patient did not require any medical attention. Further patient specifics could not be provided by reporting dentist. Samples are expected to be returned. Revised information received on 09-jan-2018: dealer confirmed with reporting dental office that the patient involved was a (b(6) female patient. It was also clarified that the piece of suspect henry schein standard needles 30ga short (batch # f06127ab, expiration date: mar-2022) that broke in the patient's mouth was not able to be retrieved. On an unknown date, the patient went to an oral surgeon. At the time of this report and according to the reporting dental office, the broken piece was still not able to be removed from the patient's mouth . Causality assessment on 24-jan-2017 on initial information received on 29-dec-2017 and additional information received on 09-jan-2018 and 11-jan-2018: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices)) b. Listedness/expectedness: needle issue: unlisted EU, unexpected us; foreign body in gastrointestinal tract: unlisted EU, unexpected us. C. Causality a) latency - compatible. B) recognized association - no. C) analysis - the possible causes for the reported event may be the bending of the needle before use, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure. The quality defect of the needles may be excluded when an analysis report will be available. Of note, as the needle broke from the hub, the first causes mentioned seems more probable than a needle defect. Therefore, considering the available data, the causal relationship between the device and the incident was considered as not assessable. D) dechallenge - na. E) rechallenge - na. Concluded causality who: not assessable.

Manufacturer narrative:
All cannulas used by sofic to manufacture this batch of needles were delivered to us with a certificate of compliance with the iso 9626 standard (relative to the stainless steel needle tubing). The stiffness and breakage tests performed for this batch of cannulas comply with the requirements of the iso 9626 standard. Additional bending and dynamometer tests carried out by sofic on our reserve samples - in order to check the needle breakage rate in extreme conditions of use - did not show any abnormality. Warnings and cautions regarding the risks related to product misuse, as well as needle sizes recommended according to the type of injection, are clearly indicated on the box and leaflet. Excerpt of cautions: "for single use only: this device is for use in a single patient. Any reuse exposes other patients and the user to critical risks, including infection and trauma since the needle is no longer sterile and is more likely to break." Excerpt of warnings: do not bend, break, or otherwise stress needles as serious injuries to you and/or your patient can occur. Do not insert needle to hub during injections, as needles can break and become lodged in patient's tissue, potentially causing serious permanent injury. Do not use short needles (<30 mm) when the expected depth in soft tissue approaches the length of the needle. Avoid extreme pressure and excessive needle movement during injection as this may cause needles to break, which may result in serious injury to you and/or your patient. Be especially vigilant when repositioning a needle in a patient who appears to be apprehensive. The complaint description does not provide any additional details about the circumstances of the incident. Therefore, given the information in our possession on the circumstances of the incident, the possible causes for the reported problem may be bending of the needle before use, excessive pressure or movement of the needle during injection, non-observance of single use, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure. Final comments from manufacturer: the tests performed allow us to set aside a failure of the cannula. Considering the description of the incident and as no defect was detected on the needles from this batch during analysis and tests, no root cause could be identified for the reported problem. No other similar case was reported on this assembly batch out of (B)(4) needles sold.

Event description:
Additional information was received on 05-feb-2018 from the quality department . Based on available data, no defect was detected on the needles of the batch during the investigation. The tests performed allow to set aside a failure of the canula. Causality assessment re-evaluated on 19-feb-2018 based on additional information received on 05-feb-2018: a. Seriousness: serious (required intervention to prevent permanent impairment/damage (devices)) b. Listedness/expectedness: needle issue: unlisted EU, unexpected us; foreign body in gastrointestinal tract: unlisted EU, unexpected us. C. Causality a) latency - compatible. B) recognized association - no. C) analysis - the possible causes for the reported event may be the bending of the needle before use, excessive pressure or movement of the needle during injection, a sudden movement of the patient during injection and/or the use of a needle size inappropriate to the type of procedure. A quality defect of the needles was excluded after quality analysis and tests. Therefore, and as the needle broke from the hub, the causal relationship between the device and the incident was considered as unlikely. D) dechallenge - na. E) rechallenge - na. Concluded causality who: unlikely.